Event description:
It was reported that the patient experienced a loss of therapeutic effect for the previous 2 days. He felt that his steps were "bouncy" and that he also had night sweats. It was confirmed that the implantable neurostimulator (ins) was on. He experienced difficulties walking, was tripping and stumbling a little bit following a reprogramming session. There were no falls or trauma reported. Additional information received reported that patient did not have anything wrong with the therapy but had an appointment with his physician on (B)(6) 2012 for a check-up. The physician started to "tweak" a few things at the appointment and the patient left having more difficulties walking. He also didn't feel well and didn't feel as "sharp" as he used to. His physician commented that the patient seemed more anxious and stiff when he walked into the appointment. It was confirmed again that the stimulation was on and the battery life was 75% full. The patient did have a fall the previous week and his walking was a little bit off since the fall. A CT was done. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642 serial# (B)(4) product type programmer, patient product ID 37085-60 serial# (B)(4) implanted: 2011-(B)(6) explanted: product type extension product ID 37085-60 serial# (B)(4) implanted: 2011-(B)(6) explanted: product type extension product ID 3387s-40 lot# v268107 implanted: 2011-(B)(6) explanted: product type lead product ID 3387s-40 lot# v268107 implanted: 2011-(B)(6) explanted: product type lead. (B)(4).